Event description:
It was reported that the monitor on the 9800 sys was flickering and had horizontal lines across the image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The backplane was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.